Event description:
The micro sagittal saw was returned for svc. Upon eval at the MFR, it was found to run without user activation. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Widespread corrosion was discovered within internal components of the device.